Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and monarc subfascial hammock was implanted, on (B)(6) 2007 mesh was implanted and on (B)(6) 2012 align was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/09/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted along with concurrent hysterectomy due to recurrent stress urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent excision of extruded mesh due to erosion and pain on (B)(6) 2012. No additional information was provided. (B)(4).